Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dbc system. During an examination, the customer reported reduced table speed and automatic run was not possible a restart of the system was attempted, but unsuccessful. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. A reference switch for c-arm movement was reported to not work properly. Dedicated non-reflecting areas at the receptor carrier determine the real position of the c-arm. This optical system caused unexpected signals on the switch causing false updates of the encoder position. The position supervision of the system control unit (scu) detected a deviation. This deviation does not cause a system stop, however, operation is continued with limited speed. The system has been fixed by cleaning the reflective areas and the system works as indented.